Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the last basal delivery and the last bolus delivery were on 12/16/2014. The black box showed a partial delivery, user aborted (pump) warning on (B)(6) 2014 at 09:29; 0.5u of an 8.05u bolus was delivered. At 09:30 on (B)(6) 2014 a 9.00u bolus was then fully delivered. The total daily doses added up correctly and reflected the users programmed basal rate. The pump was exercised for 24 hours with no errors, alarms, or warnings. There was no hypersensitivity to the keys observed on the keypad. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 44 mg/dl with unsteadiness when standing and walking, cognitive impairment, and confusion associated with an inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was determined that the basal delivery totals in the total daily dose did not match due to the changes made by the patient. It was also revealed that the bolus totals did not match. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an inaccurate delivery issue.